Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to post-paced t-wave oversensing via remote transmission. Programming changes were made. No further information available.

Event description:
New information received states episodes of post-paced t-wave oversensing were again observed from the latest merlin transmission. More programming changes were recommended. No further information is available.